Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device is being held together by a rubber band. The customer states they were hospitalized because they had passed out. The customer states they had received battery out limit alarm at the hospital. The customer states they have had issues with high and low blood glucose levels due to not eating. The customer states they had been in a car accident where their meter was stolen. The customer states they had fallen and the pump had hit the ground and their infusion set came off. The customer was advised the meter would be replaced.